Event description:
It was reported that a patient underwent a laparoscopic gastric bypass procedure on (B)(6) 2022 and suture, and suture clips were used. During the procedure it was noted that the clips would not charge. The clip was attached at the end of the thread with a clamp under slight tension. The clips folded after 3-4 attempts, then it was firmly attached. Prior to use, there was no damage to the branches, and the clip pliers were flawless. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: package lot number of the clips?: package lot rpbcqdq0 & rmbbtlq0. What suture type was used?: a pds was used. What suture size was used? :pds 3-0 sh. When the even occurred, was the suture placed near the hinge of the clip?: no, the clip was attached at the end of the thread. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture?: it was not always possible to attach the clip without problems, it only folded after 3-4 attempts, but then it was firmly attached. Was the applier checked for damage (jaws straight and aligned)?: yes, no damage to the branches, clip pliers flawless. What was the surgical procedure involved?: it was a lap. Gastric bypass surgery was this a robotic procedure?: no, no robot. 9if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension?: yes, the suture was fixed with a clamp, thus the thread had a slight tension. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-01720.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 4/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 investigation summary: the product was returned tfor evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the mic4034 reload was received with one top foil and a reload with 4 clips loaded. However, the clips were moved inside of the cartridge; due to improper handling of the clips. The clips were accommodated in the reload and loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related to: 2210968-2022-01720, 2210968-2022-01719.